Event description:
The manufacturer received a report indicating that a ds2adv auto CPAP device may have overheated during patient use. The patient stated that he awoke to a burning smell, described as resembling burning plastic, and subsequently powered off the device. He noted that the heating pad appeared red hot, despite the humidifier setting being at zero. The patient replaced the hose and other accessories and reported concerns that the burning smell might be contributing to persistent headaches. The headaches reportedly began approximately three weeks prior to the event and led the patient to take time off work. The patient also mentioned a fall on ice, though a direct link to the device or symptoms was not established. The patient indicated that he is currently under the care of a physician to investigate the cause of the headaches. He reported daily cleaning of the nose piece using soap and water, and weekly cleaning of the remainder of the device. At this time, no injuries have been confirmed as directly related to the device. The manufacturer has not yet received the device for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received a report indicating that a ds2adv auto CPAP device may have overheated during patient use. The patient stated that he awoke to a burning smell, described as resembling burning plastic, and subsequently powered off the device. He noted that the heating pad appeared red hot, despite the humidifier setting being at zero. The patient replaced the hose and other accessories and reported concerns that the burning smell might be contributing to persistent headaches. The headaches reportedly began approximately three weeks prior to the event and led the patient to take time off work. The patient also mentioned a fall on ice, though a direct link to the device or symptoms were not established. The patient indicated that he is currently under the care of a physician to investigate the cause of the headaches. He reported daily cleaning of the nose piece using soap and water, and weekly cleaning of the remainder of the device. At this time, no injuries have been confirmed as directly related to the device. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety. The manufacturer has updated section h device problem code in this report.